Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached, and indicates: fault: losing focus. Action taken: serviced. Tests: soak test, function test and general inspection. Notes: all tests passed. Fault could not be replicated. The item has been repaired and fully tested as per the manufactures quality inspection procedure (qip). The item as been deemed repaired and fit for use by a bully trained stryker engineer. Summary of evaluation: could not replicate fault. Item repeatedly soak test. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable). Coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit. Use error . The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.